Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was returned to the third-party field service engineer and the customer¿s complaint was confirmed. The device's oxygen blending module assembly, active exhalation control valve and o2 sensor need to be replaced to address the issue.